Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented with noise and resulted in inappropriate therapies. The physician elected to extract the lead.